Event description:
It was reported that during service and repair pre-testing it was observed that the foot control device had a "frayed cap cable, a hole in hose and was unable to perform the test". The device was not used in surgery as the alleged defect was observed during service and repair. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged malfunction. During service and repair pre-testing it was observed that the device had a"frayed cap cable, a hole in hose and was unable to perform the test". (B)(4) evaluated the device and confirmed that the device did not meet specifications. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.